Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error code 79 (non-recoverable system error) occurred in an arctic sun device. Per review of wo on 12feb2025, there was no patient involvement. Per follow up information received via mail on 12feb2025, device would be repaired in the hospital by hospitec. Per sample evaluation results received via task on 07jul2025, it was reported that the during preventive maintenance the circulation pump was found to be defective.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. The device was evaluated upon receipt. It was confirmed that the circulation pump was not functioning properly. Replaced circulation pump. Device passed calibration, stk, mtk. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Correction: d,e,f,h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error code 79 (non-recoverable system error) occurred in an arctic sun device. Per review of wo on 12feb2025, there was no patient involvement. Per follow up information received via mail on 12feb2025, device would be repaired in the hospital by (B)(4). Per sample evaluation results received via task on 07jul2025, it was reported that the during preventive maintenance the circulation pump was found to be defective.